Event description:
This spontaneous case from united states was received on 26-dec-2017 from patient. This case concerns a male patient (age: not provided) who initiated treatment with synvisc one and after few hours had excruciating knee pain and discomfort, could not move, right knee was "swollen about 50% larger and was still stiff; after unknown latency was unable to bear to weight, feels a "kink" or "clicking" in that knee. No medical history, previous medications were reported. Patient is level 1 diabetic with hypertension for which he takes metformin hydrochloride (metformin). Patient had received synvisc one earlier as well. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and frequency: not reported). On the same day, after a few hours, his right knee was swollen about 50% larger than it normally is and he experienced excruciating knee pain and discomfort where (on a scale of 1 of 10) it was about a 10. As a result, he laid down on his bed using a pillow in the shape of a "v" between his knees to help alleviate the pain and to help with circulation since he could not move because he was freaking out due to the pain. This pain lasted about 2.5 to 3 hours longer as he needed to take six vicodin to reduce the pain level to a 6 or 7 and to later help him fall asleep. On an unknown date in (B)(6) 2017, after an unknown latency, the patient felt a kink or clicking in that knee and was unable to bear to weight corrective treatment: crutches and cane, walker for unable to bear to weight; laid down on his bed using a pillow in the shape of a "v" between his knees, vicodin, ice for excruciating knee pain and discomfort; not reported for others. Outcome: unknown for all events. Seriousness criteria: disability for unable to bear to weight. Pharmacovigilance comment: sanofi company comment dated 3-jan-2018: this case concerns a patient who has received synvisc one injection and later experienced difficulty in walking. A temporal relationship can be established with the product administration. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.